Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. Updated field: d9, e1, h9, h11. Correction field: d2a, f6. A CAPA history review was performed. There are capas identified that corresponds to wa50042a and the identified failure mode ¿the r-unit (charge coupled device) is broken and therefore the image is green¿.

Event description:
It was reported the rigid video scope did not work (no image). The event occurred during preparation for use prior to a procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope did not work (no image). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and provide additional information. Updated fields: b5, d4, d8, g4, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit is broken and therefore the image is green. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope did not work (no image). The event occurred during preparation for use prior to a procedure. There were no reports of patient harm.